Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the bioprosthetic valve stenosis 3 years and 5 months post implant cannot be determined. The patient¿s co-morbidities likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, 3 years and 5 months post implant of a 29mm sapien xt valve in the pulmonic position, a 29mm sapien 3 valve was implanted due to ¿severe¿ calcification of the sapien xt valve. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
Additional information indicated post pulmonary valve in valve procedure, the sapien 3 valve migrated. The patient was taken to the or. The sapien xt and sapien 3 valves were explanted. A new sapien 3 valve was implanted in the pulmonic position. At the time of the report, the patient was in stable condition. The location of the explanted valves is not known. The valves were not returned to edwards life sciences for evaluation. The new sapien 3 valve remains implanted in the patient.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information).